Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
This device is used for treatment, not diagnosis.

Event description:
Pt implanted with an lcp proximal humerus plate, locking screws and a cortex screw (B)(6) 2011, for a proximal humerus fracture. One of the cortex screws in the shaft of the plate was noted to be backing out and the head of one of the locking screws in the shaft of the plate broke. Hardware was removed on (B)(6) 2011 and pt revised to same type of screws and a longer plate. Hospital discarded explanted hardware. This is 2nd of 3 reports submitted on this event.